Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Out of range lv pacing impedance reported multiple times since (B)(6) 2024. Noise also seen on iegms on hmsc. Noise could not be reproduced in office. Doctor reported normal x-ray appearance. Recommended evaluating all pacing vectors in office. Should additional information be received, this file will be updated.